Event description:
It was reported that the right atrial lead exhibited loss of capture. A lead revision was performed. It was not clarified whether the lead was repositioned, capped or explanted. No patient symptoms or additional information could be obtained at this time. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).